Event description:
It was reported that when patient presented to the clinic for a follow up, high, out of range, high voltage lead impedance issue was observed on the rv lead. Lead no capture issue was observed at the max output of the device as well. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.